Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they fell on their right side and thought they damaged something with their implantable neurostimulator (ins). The patient had a lot of pain on their right side and the area where the ins was implanted felt tight. At the time of this report, the patient was able to check the ins and the ins was on an okay. The patient later reported the issue had not been resolved. The patient was going to follow up with their health care provider (hcp). The patient¿s indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.